Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the suction irrigator associated with this complaint and completed the failure analysis investigation. The suction irrigator was analyzed and found to have a broken distal tip at the distal end. The broken piece was lodged inside the cap of the returned reducer. The broken distal tip was successfully removed from the reducer, and no missing fragments were found. The customer reported complaint was confirmed by failure analysis. The reducer was also returned with the suction irrigator and found to have the distal tip lodged inside. The distal tip was removed, and no damage was found to the reducer.

Event description:
It was reported that during a da vinci-assisted general low anterior resection, the surgeon noticed that the suction irrigator seemed to have loose tip. The assistant agreed and was asked to remove it from the patient due to concern the tip might fall into the patient. When the irrigator was removed, it had no tip on it. The surgeon and operating room team looked inside the patient abdomen but ultimately found the tip stuck in the reducer grey insert. All pieces were accounted for. A new suction irrigator and reducer were opened and used for the remainder of the case. The assistant visually confirmed both ends and left it together for return to intuitive for investigation. The procedure was completed with no patient harm.